Manufacturer narrative:
Additional information was received for h6, and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter additional phone no.: cellular: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was observed in one of the final product bags during use with a clearlink system blood bag spike adapter luer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.